Event description:
Patient spouse reported right side ¿already had modules¿, but now ¿there are no nodules anymore¿. Patient already had pain in breasts, but after recall information, patient got worried and started feeling more pain in one breast. Patient did a magnetic resonance imaging (MRI), which result was ¿intra and extra capsular rupture signs." The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Corrected data: b.5., h.6. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma.

Event description:
Patient spouse reported right side ¿already had modules¿, but now ¿there are no nodules anymore¿. Patient already had pain in breasts and thickened cysts but after recall information, patient got worried and started feeling more pain in one breast. Patient did a magnetic resonance imaging (MRI), which result was ¿intra and extra capsular rupture signs." Legal representative reported "inflammation" and "fibro conjunctive tissue with chronic granulomatous". Patient did a magnetic resonance imaging (MRI). The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient spouse reported right side ¿already had modules¿, but now ¿there are no nodules anymore¿. Patient already had pain in breasts, but after recall information, patient got worried and started feeling more pain in one breast. Patient did a magnetic resonance imaging (MRI), which result was ¿intra and extra capsular rupture signs." The device remains implanted.